Manufacturer narrative:
(B)(4). Insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failure alarm confirmed in the pump history due to broken pin trace on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump volume suddenly sounds louder although it was programmed to the lowest. The customer¿s blood glucose level was 6.8 mmol/l at the time of the incident. It was reported that the during a self test that he gets a message saying insulin delivery failure, insert new reservoir and complete rewind process. The customer insisted on insulin pump replacement as it was said sugar control was been erratic. The insulin pump will be returned for analysis.